Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow up, the device recorded several episodes of non-sustained oversensing. The origin of the oversensing episodes was unknown. The patient will be remotely monitored, no intervention was performed. The patient was stable.